Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the returned pressure transducer printed circuit board did not show any faults. When mounted into a reference ventilator device, the unit passes pre-use check test and simulated ventilation test without any generation of alarms. The review of the returned device logs and picture can confirm the reported issue regarding the drifting peep value. The logs indicate that there could have been an issue with the device expiratory cassette, this can however not be determined by this investigation. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that the ventilator displayed minus peep (positive end expiratory pressure) value and large vte (expiratory tidal volume). There was no patient harm. (B)(4).